Event description:
It was reported that there was dislodgement and high threshold on the right ventricular (rv) lead. It was reported that the remote transmission showed there was suspected loss of capture with heart rate below lower reasonable limit (lrl) of 90 bpm and also r wave undersensing observed on presenting electrogram (egm). The lead was explanted and replaced with an active lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.